Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found ccd failure, the camera cable was break and kinked and getting water invention. Therefore there was no image due to its ccd failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc considered there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to destroying of the electronic circuit with water invention from the camera cable breaking part of the subject device. The camera cable break might have occurred by reprocessing or storing the subject device together with tweezers, forceps, scalpel, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed but the color bars were displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.